Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a navistar thermocool catheter and suffered a cerebrovascular accident (cva) requiring medication. During the procedure, after the catheter was introduced into the left atrium, the patient had a cva. Remainder of procedure was aborted. An unspecified medication was administered. Patient required extended hospitalization as a result of the adverse event due to right-sided paralysis. Patient outcome is improved. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/29/18. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17599116m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a navistar thermocool catheter and suffered a cerebrovascular accident (cva) requiring medication. During the procedure, after the catheter was introduced into the left atrium, the patient had a cva. Remainder of procedure was aborted. An unspecified medication was administered. Patient required extended hospitalization as a result of the adverse event due to right-sided paralysis. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. Since medical/surgical intervention or prolonged hospitalization was required for treatment or prevention of permanent damage to the patient, this is MDR reportable.